Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having lung problem while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having a mass in their lungs surgically removed via wedge resection after use of the device. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on nov 06, 2024, and section h11 should be reported as the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having a mass in their lungs surgically removed via wedge resection after use of the device. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to adverse event and product problem (product problem was checked in the previous MDR). Section b2 was changed to other serious (previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6 health effect - impact code was corrected.